Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc product. There were no patient complications, nor injuries reported.